Event description:
The olympus asset device, evis exera ii ultrasound gastrovideoscope, was returned to olympus with no complaint. During inspection and testing of the subject device, service found foreign material in the forceps elevator. This report is being submitted for the malfunction found by service during the device evaluation [foreign material]. There was no patient or user injury reported due to the event.

Manufacturer narrative:
Upon further evaluation of the device, service found that due to clogging of the nozzle, water removal ability does not meet specification. There was no image displayed, and noise in the image occurred during angulation, due to damage on the charge coupled device (ccd) unit. The adhesive on the rubber in the bending section was detached. The bending angulation in the up direction, down direction, and left direction, were out of specification, due to stretching of the angle wires. Scratches were observed on the objective lens, acoustic lens, connecting tube, scope cover, scope connector, due to external factors. The grip had a dent. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to incorrect or insufficient reprocessing. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: "·all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope." ¿·do not apply excessive force to the distal end of the endoscope or bend it. Instrument damage may occur.¿ ¿·to prevent a water leak, do not apply excessive force when cleaning the endoscope.¿ ¿·do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿ olympus will continue to monitor field performance for this device.